Event description:
It was reported this was an arteriotomy closure of mildly calcified bilateral common femoral arteries using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, a suture break occurred with four (4) prostyle devices in the left common femoral artery (lcfa)and one (1) prostyle device in the right common femoral artery (rcfa). The sutures of two new prostyle devices were successfully pre-placed in both the lcfa and rcfa. The sheath was upsized to a 20f sheath in both access site and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures in both the lcfa and rcfa. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported suture separation and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.